Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient had pain after asr hip implant. Update: (B)(6) 2013 - sales rep reported revision surgery. Patient was revised to address pain. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014. Update: (B)(6) 2014- ppd's with medical records received. During revision surgery, scar tissue and corrosion on the taper were noted. The stem and sleeve have been added to the complaint. Stem left in situ. This complaint was updated on: 04/03/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combination was not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.